Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and the patient was stable.

Manufacturer narrative:
Additional information - update to b5 device not returning. Update to h6 codes device not returning.

Event description:
New information notes the device will not be returned.